Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), they observed a spark from the electrode pads during the third shock. After removing the electrode pads, burns were found on the anterior chest of the patient. Complainant was unable to provide what degree the burn was. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. The device was recertified and returned to the customer. Review of the device activity log confirms that all discharges during the time of the event date had acceptable discharge results. There were 4 shocks found during the log review for the reported date. The last shock shows a large difference in the measured impedance. This impedance change, along with the report of arcing, are indications of a poor coupling between the pads/electrodes and the patient. This could not be firmly concluded without the pads/electrodes used during the event. Good patient coupling does not guarantee a burn will not occur and there are many factors that may contribute such as electrode placement, patient preparation, patient skin condition, and movement during the rescue. Burns are an expected risk during defibrillation. No trend is associated with reports of this type.